Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have a dislodged cable crimp from the yaw pulley. The yaw cable crimp was installed but not properly seated within the yaw pulley as the hook/spatula moved in the yaw. Additional observation related to the customer reported complaint: the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however, a lag or delay in the motion was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument angle and jaws were not holding at the end as it was loose. The procedure was completing as planned with no reported injury.